Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection passed. Install hand switch into test system. System booted and readied. When actuated, the 3d button will not acquire an image. 2d and store button are functioning as expected when pressed. Faulty hand switch. B01, c07, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not spinning and was making a peculiar sound. No further information available at the time of call. There was no patient involvement.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced hand switch. Tested on 2d and 3d. All check out procedures passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.